Manufacturer narrative:
Corrected information: sex, date of birth.

Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for the endovascular treatment of a 67 mm in diameter abdominal aortic aneurysm. It was reported that, approximately two years and five months post index procedure a CT revealed a possible endoleak. Approximately two years and six months post index procedure an angiogram confirmed that the endurant ii stent graft had a distal type I endoleak. Additionally contrast was observed at the middle and the base of the aneurysm sac that indicated a possible type iii fabric endoleak. The physician elected to reline the endurant ii stent graft with another endurant stent graft beginning at the 6 mm of uncovered area below the left renal artery and extended distally. An endurant iliac limb was then implanted in the right iliac artery. A talent occluder was implanted in the left iliac artery and the physician performed a femoral to femoral artery bypass. The procedure was completed successfully and the event was resolved. Per the physician, the cause of the type I endoleak was due to disease progression however the cause of the possible type iii fabric, endoleak is unknown. It was also reported that the patient expired one day post intervention. The patient was stable throughout the immediate post-operative period and was being monitored at the time of death. Bradycardia was observed. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported.